Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The information in this report was collected during the review of stroke cases for the penumbra (B)(4). The information available regarding these events is limited to the procedural reports provided by the hospital.

Event description:
On (B)(6) 2010, the patient presented to the hospital with an nihss of 25 and mrs of 5. Prior to use of the penumbra system, 57 mg of IV tpa were administered. The study device was used on the target vessel, left m1, in conjunction with 13 mg of ia tpa. On (B)(6) 2010, the patient developed high intracranial pressure due to edema and hemorrhage with subsequent midline shift. Therefore a hemicraniectomy was performed and the event was resolved. The event was reported as severe, with uncertain relationship to the study device and possible relationship to the angiographic procedure.